Event description:
The patient had two devices placed during the revision of a stoma repair. On post-op day 1, the patient was returned to the operating room for evaluation of increased output from surgical drains. During this surgery, it was noted that the both devices had torn near the sutures at the fascia. The devices were repaired and reinforced with another device. The patient was stable post-operatively and had a future repair planned with strattice. This event is reported as a malfunction which led to further surgical repair. As a result of a recent gap assessment, process improvements were made to the lifecell complaint investigation process and the FDA reporting procedure. This report is being filed retrospectively as part of a CAPA that resulted from this gap assessment.

Manufacturer narrative:
Additional model #: 2020002eu; lot #: s10731-155; additional MFR date: 05/20/2010; additional exp. Date: 10/31/2011. Method of evaluation: review of the device history records. Query of lifecell's complaint management system for any other issues or complaints reported against devices distributed from lots s10678 and s10731. Results of evaluation: review of the device history records resulted in no remarkable findings. At the time of initial complaint investigation, there were (B)(4) grafts from lots s10678 and s10731 distributed, including 118 grafts that were reported as implanted. As of (B)(4) 2011, there were no similar complaints reported to lifecell against these lots. Conclusion: lifecell determined that the patient's pre-op condition/medical history and surgical factors may have contributed to the event. This event is reported as a malfunction which led to further surgical repair.